Event description:
On the above date I had a revision biceps tenodesis done on my right shoulder due to a hospital acquired surgical site infection. The original tenodesis was done on (B)(6) 2022 (I believe), as a result of injuries suffered in a car accident. The surgeon removed the original suture attachment, debrided the anchor site and then installed 3 non-absorbable suture anchors sub-pectorally and reattached the remainer of the tendon. As he was installing one of the anchors, the drill bit broke off in my arm and he had to overdrill the site to remove the broken drill bit part. He claims he retrieved all of the broken pieces but I have continued to have infection problems and pain ever since. This adverse event was documented in the operative report, and there was a medical sales rep on site for the medical device manufacturer, but the event was not reported as an adverse event to any outside organization and I have not been monitored for complications at all. I have recently had an outside MRI that shows a very small white spot in the location of one of the anchors, and I cannot help but wonder that there might be a very small metallic particle left behind. I understand that a class action lawsuit has been started against this manufacturer for this same event happening to others but I cannot participate because the event was not reported or followed up on. Also, the UDI stickers for these 3 implants, which are documented on the electronic operative report, have been removed from my medical file but the anchors are still in place - they are visible on MRI because they are covered in biofilm. I have contacted the mn board of medical practice regarding this incident, along with several others, so they may have contacted your organization with this information already, but I want to make sure it is documented. I should also add that I have requested copies of my medical files several times, and have specifically requested implant information, but I have yet to receive anything regarding these implants. My car accident lawyer did manage to get some UDI sticker information but the data presented as mine is incorrect. There are only 2 stickers shown, and the sticker information, while rather difficult to read, is for orthopedic implants that are a different size from those noted on the operative report. I do not have correct information for these anchors as the UDI stickers have been removed from my medical file or were never entered. There are a couple of stickers that seem to indicate the model numbers are ar-3602 but those are 1.3 mm anchors and the operative report states that 1.6 mm anchors were used. I have some photos showing the operative report, the anchors on MRI, the incorrect sticker information, etc. There is no record that the implants were removed, but the surgeon has stated they were removed, and he seems to state that they were removed on the same day they were implanted, which makes no sense. Hecc: 1930, 4439, 4559. Dpc:1069 2976.